Event description:
A surgeon reported an intraocular lens (iol) exchange following iol implant surgery. Additional information was received from the surgeon, who indicated the pt had an unexpected postoperative outcome. The event has resolved with the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).